Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of the device evaluation and the final investigation. Following field was update: h2, h3, h4, h6, h11. The device was not returned to olympus for inspection, and the reported failure was not confirmed. The root cause could not be identified. The most probable cause of the reported issue was not established. The investigation findings did not provide a definitive conclusion about the cause of the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device¿s eto cap was not installed during reprocessing/sterilization process and the tip of the device was shredded. There were no reports of patient or user harm associated with this event.